Event description:
It was reported that the stationary and portable oxygen concentrators were not working. Patient was in the hospital and part of the reason was due to shortness of breath. The inogen team attempted to contact patient for further information three times with no response.

Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.